Manufacturer narrative:
Product event summary: the error log was extracted, the hard drive was replaced and re-imaged. Software was also reloaded. The programmer was then tested and passed to manufacturer specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer displayed an error when booting up. The event occurred during setup. The programmer was returned to the manufacturer for servicing. There was no patient involvement.